Event description:
It was reported the pt had lost her programmer and required info regarding how to recharge the ipg. The pt was to be sent a replacement programmer. F/u identified the pt reported she had not recharged the ipg in about 4 months. The pt's caregiver was provided with instructions regarding how to use the charging system to determine if the ipg was still able to be recharged.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.